Manufacturer narrative:
A review of the software archive confirmed poor quality 3d model prior to thresholding. The exam looked good after thresholding. The software investigation found that the reported event was unrelated to a software issue. The symptom was resolved when proper thresholding was applied. The software functioned as designed.

Manufacturer narrative:
(B)(6). On 10/31/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Reported issue could not be replicated. On 11/02/2016 a medtronic representative, following-up at the site, reported when the surgeon abandoned the procedure the patient was pinned already in the mayfield, however, no incision had been made. Transferred patient to a different hospital. When the surgery was abandoned, no incision had been made, however, the patient was pinned in the mayfield, meaning the skin was punctured by the cranial pins. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a cranial procedure, tracer registration failed (x4) before the surgeon abandoned navigation and did proceed with surgery. A 3d model did not include the entire nose. The dots on the bridge of the nose were anterior (approximately 1") from the 3d model. No incision made before the abandoned navigation and surgery. Delay in therapy was greater than one hour before continuing.